Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced and initially inflated at 6 atmospheres (atm). However, during the second inflation at 12 atm, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc device. No patient complications nor injuries were reported.